Event description:
It was reported that the renasys touch device was not charging.

Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed. Further technical evaluation revealed the unit had a defective battery causing the failure. Unfortunately we were unable to confirm the root cause of the defective battery during the complaint assessment. As a result of this failure, the faulty battery was replaced and the device was confirmed to be working as expected. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.